Event description:
Feeling extremely hot during a chest MRI. Informed the staff, they took my shirt off, but the exam continued. Two hours have passed since the exam ended and I'm feeling headache, cognitive issues and extremely hot in the head.